Event description:
The non healthcare professional reported that the system with measurements were off during surgery in the unknown eye of a patient.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. However, as a preventive measure, the system was replaced and returned for testing on this issue. The system was tested and found to meet product specifications. The system was received for testing on this investigation. The returned sample was visually inspected and found no defects or abnormalities. The system was then tested on the alignment fixture and found the fringe camera and focus camera out of alignment. The root cause of the reported event is attributed to misalignment of the fringe camera and focus camera. The manufacturer internal reference number is: (B)(4).